Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became clogged and lost aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected to treat a 20cm superficial femoral artery stenosis. A 7french non-bsc sheath was placed and a non-bsc guide catheter and guidewire were used to cross. The guidewire was removed and exchanged for a long .014 non-bsc guidewire. The jetstream catheter was inserted over the .014 guidewire. During treatment the physician determined that the jetstream had become clogged and lost aspiration. Another 2.1mm jetstream catheter was opened and the case was completed successfully with only a three minute delay due to prepping the new jetstream catheter. No patient complications were reported and the patient's condition was reported as ¿stable, discharged same day.¿